Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had an issue with his test strips yesterday and was able to talk to contour and changed his test strips but after that his blood glucose was still high. Patient's blood glucose at time of incident was 336mg/dl. Patient's current blood glucose was 625mg/dl. Customer had headache. The customer will call doctor. The customer was advised to call back for troubleshoot. Previously blood glucose was 290mg/dl. Customer ran a selftest and it passed. The treated his high blood glucose by changing the set while on the call. The customer wasn't able to do troubleshoot and blood glucose went high to 625mg/dl. The customer is having difficulty of breathing. The insulin pump will not be returned for analysis.